Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk liner, lot: unk. Part: unk, unk cup, lot: unk. Part: unk, unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04116, 0001822565-2019-04115, 0001822565-2019-04113.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date and subsequently is indicated for revision due to dislocation, possibly loose cup, and osteolysis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of xrays which indicate the femoral component had dislocated superiorly and laterally with respect to the acetabular cup. The acetabular cup demonstrated possible increased lateral inclination. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.